Event description:
The device was returned to a manufacturer / third-party service center for foam replacement per field action: c&r 2021-05/06. The device was not in patient use. During the evaluation of device, the manufacturer / third-party service center visually inspected the device and found evidence of foam degradation. The device passed all functional testing / the device failed test steps during testing. The ui panel was damaged and replaced. The device was remediated and corrected. / it was determined that the device was not acceptable for use therefore the device was scrapped. If additional information is obtained, a follow up will be filed.